Event description:
During the device use on a pt, it was reported that it lost power approx six times and turned itself back on after few seconds each time. There was no report of adverse effects that resulted from the device use. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B) (4): physio-control reviewed the event record and observed the reported device power off and on occurrence during the event. However, physio also observed that the device alarmed "low battery" and "replace battery" messages repeatedly prior to the power loss. Physio evaluated the device and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The batteries that were used during the event were not made available for eval. Additionally, the installed batteries charge level during the device use is unk. A conclusive cause for the reported problem was not determined.